Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, including a reported high of approximately 350 mg/dl and a low of approximately 40¿50 mg/dl, and expressed dissatisfaction with device performance while also reporting that meals were not announced per hcp direction and that highs were corrected by the ilet algorithm. Symptoms included feeling unwell. Outcomes included hypoglycemia and hyperglycemia without report of injury requiring medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction reported, with user behavior factors noted, including non-announcement of meals and unclear adherence to low-glucose treatment guidance, while the device¿s corrective algorithm was reported to address highs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.